Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.